Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had blank display. Customer¿s blood glucose was unknown at the time of incident. Customer was able to get insulin pump working and they were able to rewind. Customer stated that they inserted new battery and insulin pump had power loss alarm. The insulin pump will not be returned for analysis.